Manufacturer narrative:
Correction (g3) of the initial medwatch. The aware date should be 07feb2024.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the lens glue had a pin hole; the rubber glue was separated; and the angulation was out of specification. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited non-organic translucent material clogged in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from rubber seal. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.